Event description:
A malfunction on the pump was reported by the caller with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, but the customer needed to acquire a charging cable to attempt the reset independently. The customer was advised to call back if additional assistance was necessary.